Event description:
Deep brain stimulator lead became fractured, due to metal fatigue.

Event description:
Add'l info received from MFR 5/12/2003: after speaking with biomedical engineering at the hospital, they found out the product involved was the extension not the lead. There was no pt injury involved with the incident reported, only the replacement of the device. The product was not returned so there was no analysis performed on the device.